Manufacturer narrative:
The customer was advised to have the device scrapped as it is no longer supported. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when testing and the service indicator was illuminated. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.